Event description:
It was reported when using the bd insulin syringe, the device experienced foreign matter in the fluid path. The following information was provided by the initial reporter. The customer stated: patient found the liquid like oil inside syringe at the black stopper.

Manufacturer narrative:
H.6. Investigation: customer returned an image of a black rubber stopper from a syringe. The stopper features a bead of liquid on its top. A review of the device history record was completed for batch# 0258236. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, bd was able to confirm the customer¿s indicated failure of foreign matter on the black rubber stopper. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insulin syringe, the device experienced foreign matter in the fluid path. The following information was provided by the initial reporter. The customer stated: patient found the liquid like oil inside syringe at the black stopper.